Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device damage. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 04/04/2025, it was reported by a customer via email that an ar-7715 ucl kit is producing debris. Per customer: "I would like to pass on a concern from one of our surgeon partners in the area. He frequently uses the ar-7715 kit for ucl repair with internal brace and he has reported multiple instances of finding metal shavings after drilling the sockets for the swivelocks. He suspects it is because the flutes of the drill extend past the soft tissue guide which make contact with the top of the guide if the drill is not held perfectly in line with the guide." Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.